Event description:
On (B)(6) 2012, the patient claimed her blood glucose went "hi, above 600 mg/dl" while she had power issues with the subject pump. Reportedly, the battery life on the subject pump was only about 12 hours over the past 3 days. The patient claimed the battery died during the night and she woke up feeling nauseated and a reading of "hi." She was able to take insulin via syringe to fix her blood glucose to 300 mg/dl. During troubleshooting, the animas representative verified the low battery alarm provided the patient with warning prior to the power outage. The short battery life issue was not resolved with training. Although the alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue and the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason, this complaint is being reported due to possible use error and because the patient had blood glucose reading above 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history indicated multiple "low battery" warnings and "replace battery" alarms. The voltage in the black box following battery changes is low. A review of the black box indicated that a "low battery" warning occurred on (B)(4) 2012 at 8:03pm followed by a 'replace battery" alarm on (B)(4) 2012 at 2:12am. The black box shows that insulin delivery was resumed on (B)(4) 2012 at 6:52am. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A "low battery" warning was reproduced during testing and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 29 hours with no delivery issues. No alarms or power issues occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.